Event description:
It was reported that a patient went to the ER due to pain from nerve root irritation. The physician decided to replace one lead. The patient recovered with no sequelae and reported effective overall pain relief.

Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no relevant nonconformities were found.